Event description:
A caller reported that the t: slim x2 pump battery would not charge, and a power source alert was noted in the pump history. The issue resolved before contacting technical support after the customer switched from the original tandem wall adapter to a non-tandem adapter while still using a tandem charging cable. There was no adverse impact on the customer's blood glucose level. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.